Event description:
A freestyle libre 3 plus sensor gave incorrect low glucose readings several times. I gave myself a meter check (finger stick) the last time a low reading was reported and found that instead of a reading of 40 (as reported by the sensor), my blood sugar level was 140. I had consumed 6 glucose tablets and a peanut butter and jelly sandwich to try to raise it from 40, but the sensor had continued to report 40, so I suspected something was wrong. I used my old meter with a fingertip stick and a test strip, and it reported 140. I discontinued using the freestyle product and went back to fingersticks after that. Then today ((B)(6) 2026) I got a letter from adapthealth that this was not just my problem but was an issue with some sensors. Therefore, I am going to check the serial numbers of the remaining sensors and will probably go back to using the freestyle libre sensor/reader.